Event description:
Tbm states that the joystick is experiencing intermitten electronical issues such as switching drive modes without command and freezing up on the consumer.tbm states when it freezes up. The consumer has to power cycle the joystick to get it to work again. Tbm states that the mono port is loose on the joystick which could be causing this issue. No additional information provided.